Manufacturer narrative:
It is unknown the status of this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to the extended charge time limit of 26.1 seconds. The monitoring voltage was reported being at middle of life (mol) at 2.55 volts. The evidence suggests it was not an eri declaration due to the voltage, but rather charge time since the longest charge time provided was over 23 seconds based on the revised labeling specifications. The device model and serial were not provided and attempts to obtain additional information were unsuccessful. There were no adverse patient effects reported.